Manufacturer narrative:
The insulin pump alarmed during the e21 error test due to a voltage leak. The insulin pump was received with minor scratched display window, cracked case at the display window corner, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call, the insulin pump kept alarming unexpected restart for days. Customer's blood glucose was normal, 8 mmol/l. The insulin pump is being returned for analysis.